Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother stated that the down button the insulin pump is slightly hard to press. Customer stated that the insulin pump may have been exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 164 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to flattened down button dome switch. Insulin pump received with minor scratches display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.